Event description:
It was reported that the patient was experiencing pain in the ipg due to non-device related weight loss, which resulted to the ipg sticking out from the pocket, anchors and protruding from patients skin during the midline incision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27975156.